Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the proximal end distorted, lifted from the stent profile and stretched proximally over the proximal markerband. The stent moved proximally exposing the balloon wall for 3mm at the distal end. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross the lesion. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-sep-2016. It was reported that crossing difficulties and shaft kink were encountered. The target lesion was located in a coronary artery. A 2.25x12mm promus element drug-eluting stent was advanced but it failed to cross the lesion and the shaft was bent. The device was removed and the procedure was completed using another 2.25x12mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon.